Event description:
It was reported that during the use of the device for a non-clinical activity, the nurse noticed a spark coming from the plug when disconnecting the unit from the wall. The unit was on battery power when the user facility's biomedical engineer evaluated the reported issue. There was no patient involvement.

Manufacturer narrative:
The nurse was moving the unit out of the way to get a x-ray machine through when the incident occurred. Investigation in process, but not yet completed.